Event description:
Surgeon reported event as "tubing of band observed to be "worn" at connector point near access port. Upon inspection metal connect was exposed. Unfortunately device was not retained..."

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the serial number and implant date provided the connector type is assumed to be a taper ii. The device was discarded after surgery. Therefore no analysis or testing will be done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."